Event description:
It was reported that post implant the thresholds on the left ventricular (lv) lead changed. The lead had not been fully inserted into the device header. The lead was revised to advance the lead into the device port. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. A review of the device memory indicated that the left ventricular (lv) lead capture threshold is high and is unstable. Threshold has been varying between 4 volts and 6 volts from (B)(6) 2015. (B)(4).